Event description:
It was reported that this right atrial (ra) lead experience a dislodgement the day after the implant procedure. This lead was successfully repositioned . No additional adverse patient effects were reported.